Manufacturer narrative:
Product event summary: the lead was not returned for analysis. However, performance data was received and analyzed. Analysis of the data indicated the impedance on the atrial pacing lead was beyond the expected lower range. On (B)(6) 2016 atrial impedance dropped to 57 ohms down from a trend of 399-475 ohms. Analysis of the data indicated atrial oversensing beginning (B)(6) 2016.

Event description:
It was reported that the right atrial (ra) lead was exhibiting noise and low impedance. The lead remains in use while the physician decides a course of action. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was later reported that the lead continued to exhibit low and unstable impedance in addition to increasing and unstable threshold measurements. The lead was believed to have fractured. The lead was reprogrammed and remains in use.